Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shock and that lead fracture was observed. Oversensing was also observed. It was noted that twiddler's syndrome was observed during a lead revision procedure. The lead was capped and replaced. The patient was in good condition post-procedure.